Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that during a procedure a few days prior, they could not tighten the setscrew of the implantable neurostimulator (ins). It was believed the setscrew may have been unscrewed prior to trying to insert the lead. No troubleshooting was noted. The ins was never implanted and a different ins was used. The patient was well. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator found the setscrew was backed out too far.